Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. An investigation has been previously conducted, which shows no evidence of toxic anterior segment syndrome related to our product. No root cause could be identified by the investigation. There have been no other complaints with the lot number. Attempts to obtain add'l info have been made. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported that a few days following intraocular lens (iol) implant surgery, a pt presented with keratitis and ocular surface inflammation. The surgeon reported that this occurred only with the two pts that had multifocal iol implanted. The pt was treated with medication, but the ocular surface inflammation did not resolve. The surgeon also reported the use of an unapproved viscoelastic during the surgical procedure. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second pt.